Event description:
It was reported that after encountering resistance advancing the device through the microcatheter, it ws noted that the "coating of the guidewire became peeled at the insertion". There was no reported clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
The device had been disposed of by the user facility. The exact cause of the reported issue cannot be determined but based on the information provided, it is probable that when the device was advanced against the severe resistance encountered that this resulted in the coating peeling. Therefore, it was determined that operational context was the most likely cause of the event.

Event description:
It was reported that after encountering resistance advancing the device through the microcatheter, it was noted that the "coating of the guidewire became peeled at the insertion". There was no reported clinical consequence to the patient. No other information was provided.